Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal inguinal hernia repair procedure, while the surgeon removed the obturator from the dissection balloon and inserted the scope to inflate the balloon under visualization, the balloon would not inflate and they said that they could hear air coming out of the trocar near the seal. They removed the scope and noticed that the seal on the trocar was damaged. They removed the balloon from the patient and opened another device. The 2nd device worked fine. There was no patient injury.